Event description:
While lifting a resident the lift became detached from the hoist causing the resident to fall out and suffer a bang to her head. She visited the hosp and was detained overnight suffering from concussion.